Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was not using their device as it was not relieving pain and they neglected to charge the unit. It went into power on reset (por). Patient called the manufacturer, who were very helpful. Patient charged the unit for 3 hours. Patient figured out how to restart the unit. The por and call your doctor message issues were resolved. The unit was fully functional. Patient's weight at the time of the event was (B)(6) lbs. And height was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy. The patient reported that he let his device run completely out and not it wouldn't take a charge. The patient reported that the recharger showed a "call your doctor" screen. The patient reported that the patient programmer (pp) showed the warning screen "charge ins" the patient then went to use the recharger and reported that at first the recharger showed "charged ins" screen then it went to reposition antenna screen and after that the recharger showed "call your doctor" with a power on reset (por) code. The patient reported that then they were able to bring a normal charging screen. The patient reported no coupling bars at first but then repositioned the antenna and got all coupling bars and the ins was taking a charge. The patient reported that the por was an informational por. No further complications were reported.